Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's right hip was revised after patient complaint of pain. Patient also had elevated ion levels (surgeon reported high ion levels could have been the result of the patient having bilateral knee replacements and bilateral hip replacements). Surgeon noted the cup was malpositioned at implantation (70° inclination), and also that the femoral and acetabular components were well-fixed. Intra-operatively, some corrosion was noted in the head/ trunnion interface, but there was no discoloration of fluid or tissue noted. The shell, liner, and head were revised to a trident ii revision shell, poly liner, and a ceramic femoral head with sleeve. Rep confirmed there were absolutely no allegations against the liner (wear, discoloration, etc).